Manufacturer narrative:
The serial number of the e 801 analyzer is (B)(6). The investigation is ongoing. Medwatch field e1 initial reporter email address - the email address was provided as "(B)(6)".

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with elecsys ca 19-9 on a cobas e 801 analytical unit. The sample initially resulted in a ca 19-9 value of 97.6 u/ml. The result did not match the patient's clinical diagnosis, so the sample was repeated. The repeat ca 19-9 result was 16.8 u/ml. The sample was also repeated on (B)(6) 2026, resulting in a value of 17.1 u/ml.